Manufacturer narrative:
The returned driver was evaluated. The tip was fractured off in a manner consistent with a torsion failure; the complaint is confirmed.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
While performing spinal fixation, the final screwdriver fractured as it was being used to tighten a closure top. The fractured piece fell into the patient and was retrieved but led to an hour long delay. A new instrument was used to complete the surgery. No patient injury was reported.

Manufacturer narrative:
The device was not available for return so an evaluation could not be performed and not conclusions could be drawn. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.